Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customers blood glucose level. Reportedly, the malfunction alarm occurred after the customer was floating on the water on a raft with the pump. Customer stated that the pump never beeped or vibrated and maybe got splashed by water but it was not submerged at all. It was indicated that the customer would use manual injections as alternate insulin therapy.